Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified the worn/fractured devices. No further evaluation could be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed based on the provided pictures of the worn/fractured devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reusable instrumentation was damaged and did not meet the qualifications of the ¿fingernail quickcheck¿ and the instrumentation was rejected. There was no patient impact or delay in surgery.